Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, the customer was flying at the time of the bg level. Customer did not report receiving any alarms at the time of the event. Customer administered a bolus with the pump to treat their bg level.